Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 and a17 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer's blood glucose value was 134 mg/dl at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. It was reported that the customer received an unexpected restart alarm for the second time. The device will be returned for analysis.